Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. A supply change was performed resolving the issue. Customer experienced an elevated blood glucose (bg) level due to this issue. A manual injection was administered and a supply change was performed to address bg.